Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false positive result. (B)(4). The following has been provided by the initial reporter: customer reported that their family tested positive with veritor at home test kit. Customer reported that family tested negative on a subsequent test.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false positive result. (B)(4). The following has been provided by the initial reporter: customer reported that their family tested positive with veritor at home test kit. Customer reported that family tested negative on a subsequent test.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿tests came back positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown; ¿re-ran them with other home kits that we trust and they were both clearly negative. Customer was also annoyed that there were no ¿manual¿ instructions, that they must watch video instructions and if they log out of the app to skip the videos, it renders that test "already used". Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive, cosmetic/annoyance and user is unable to obtain test result was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.